Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "device failed. During the procedure, as the surgeon began to use the clip applier, he reported that the device would not fire. The device was removed from the field and a new device utilized. It is unknown if the new device was from the same or different lot."

Manufacturer narrative:
This report is to follow up with medwatch # (B)(4). Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. This document represents our final report.